Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) central processing unit (cpu), graphical user interface (gui) cpu, and the keyboard. The device passed all calibration, short self-test (sst), extended self-test (est) and performance verification testing according to MFR specifications. (B)(4).

Event description:
Covidien received info of an unspecified error. The malfunction occurred during pt use, the ventilator was removed from the pt. There was no pt injury.